Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed pump error 25 was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with minor scratched lcd window, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced a power system error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported the internal power source was unable to charge and the battery did not last more than 3 days. Customer noted the insulin pump did not receive any kind of damage. During troubleshooting, customer was advised to disconnect from the insulin pump, and monitor the notification light. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.